Manufacturer narrative:
.

Event description:
The customer reported an oil mist coming from their unit. The customer stated that there were no physical complaints related to the oil mist. The customer cancelled the service order. No service was performed.